Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle has a crack in it and needs replaced. This did not occur during the case, but discovered beforehand. Also, the trilock graphic case has plastic peeling off and needs replaced per spd guidelines.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: there was no allegation against the lid. The lid was part of the case that was returned. Examination of the returned lid found nicks and scratches. The lettering on the front of the lid is faded. The root cause is attributed to wear out. A review of the as00 found this lot was placed into distribution in 2011 and is 10-years old. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Device history review: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. (B)(4).